Event description:
It was reported that the pt could only hear noise shortly after the speech processor was put on. They are not using the ci at the moment. A replacement speech processor did not solve the problem.